Manufacturer narrative:
On (B)(6) 2017, the customer reported that after replacing the infusion set, the bg level decreased and the bg level has been fine since. The pump was functioning as expected; no additional assistance was needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer changed the pump supplies multiple times. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.